Event description:
It was reported that the ceiling lift detached from the rail and fell off. The caregiver caught the maxi sky 2 medical device when it fell off from the rail and sustained back injury. The caregiver is on medical leave. The doctor who examined the caregiver recommended muscle relaxant treatment and physiotherapy. Accurate diagnosis of occupational injury and additional information indicated that the caregiver had degenerative disease of the cervical, dorsal and lumbar spine.

Manufacturer narrative:
The information will be provided within next report.

Manufacturer narrative:
Arjo was informed about customer complaint with arjo maxi sky 2 ceiling lift and kwiktrak ceiling installation system involvement. Following information provided, the ceiling lift fell out of the rail and was caught by a caregiver. It was reported that the caregiver sustained a back injury. Arjo representative visited the customer facility after the event to inspect the device and repair the installation. During the inspection it was noticed that the end stopper was in the middle section of 140 mm kwiktrak area and there was no white cap and no marks of setscrew into the rail, which would indicate that the end stopper was not attached to the kwiktrak rail. Technician placed the end stopper at the proper area on the kwiktrak installation. The device was not damaged and worked properly during function test. The procedure how to correctly attach installation components is described step by step in the track installation guide (document number: 001-11161-en, rev. 3 2016-09) and consists of seven installation steps. Based on the information gathered, it was concluded that one of the step of the installation guide relating to the end stopper being securely attached to the kwiktrak rail, was omitted. In a result end stopper was not able to prevent the lift from falling and the self-locking mechanism could not be activated. The ¿final adjustments ¿ installing the end stopper¿ section of the track installation guide states: ¿never forget to securely install the end stoppers¿. To sum up, the system failed its performance specification since the maxi sky 2 ceiling lift fell out of the kwiktrak rail while being handled by the caregiver. This complaint is deemed reportable due to ceiling lift falling out of the track.